Event description:
A cardiac perforation, a pericardial effusion (pe) and cardiac tamponade were reported. The procedure was cancelled. It was reported that a left atrial appendage (laa) closure procedure was being performed. An ntk kit was selected for use. The transseptal puncture was performed with nrg rf needle from the ntk kit. A watchman truseal double curve access system (was) was advanced into the left atrium (la). On transesophageal echocardiogram (tee) imaging, it was noted there was poor visibility. While the was and non-boston scientific (bsc) guidewire were in the la, attempts to secure access in the pulmonary vein were difficult, and a pe was visible in tee behind the laa. Emergency management of the event was initiated, and it was noted there was a cardiac perforation in the laa, blood loss/hemorrhage, and cardiac tamponade. Pericardiocentesis was performed. The procedure was cancelled. Heart surgery was performed in response to the laa cardiac perforation. Blood transfusion was administered. Patient outcome remains unknown. In the physician's opinion, the non-bsc guidewire may have caused the perforation.